Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No drive/motor anomaly noted. The motor was tested outside of the device and passed. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. Device programmed a personal reminders and the insulin pump beeps and vibrated properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio and vibration issues. The customer¿s blood glucose was 7.1 mmol/l. Customer stated that they did not get sound and vibration with reminders, they performed the audio test and it passed. Customer stated that insulin pump however only vibrates when it was set to volume 1, changed reservoir today and motor did not sound as it normally. Customer advised that insulin pump needs replacement as part of the functions was not working. The device will be returned for analysis.